Manufacturer narrative:
(B)(4) ¿ undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. Mesh was implanted over the infraumbilical defect. It was reported that both mesh devices were surgically removed on (B)(6) 2017, due to bowel adhesions. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.